Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted that quality control (qc) results were within range. Siemens dispatched a customer service engineer (cse) to the customer site. The cse checked the event log and noted no issues. The water/wash solution, ancillary, acid, and base fluid lines were verified, and there were no leaks. A luminometer dark count test was performed and acceptable. The alignment of reagent and sample probes was verified, and there were no leaks or issues. The reagent mixer, aspiration probes, and vacuum were checked and functioning as expected. The preheater, incubation ring movement, magnets, and temperatures performed as expected. The cse checked the advia centaur xpt spurgate and noted no issues. The sample pipetting and alignment was verified and acceptable. The cse performed maintenance on the index pin mechanism, including adjusting the index pin up and down calibration parameters. The performance of the instrument was verified and acceptable. The customer performed qc testing, and it was acceptable. The cause of a falsely elevated high-sensitivity troponin I (tnih) result in one patient sample is unknown. No further evaluation of the device was required.

Event description:
One discordant falsely elevated high-sensitivity troponin I (tnih) result was obtained on one patient sample on an advia centaur xpt instrument. The result of 321.05 ng/l was reported and questioned by the physician(s). The customer used the same sample to perform repeat testing on an alternate advia centaur xpt instrument. The repeat result was lower than the discordant result. Therefore, a new sample was drawn from the same patient and used for repeat testing. The repeat result was low and matched the patient's clinical picture. The customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.